Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received for eval. Should additional info be received a supplemental form will be completed.

Event description:
It was reported by the contact that the customer received a temp alarm that could not be cleared by the customer. There was no impact to the customer's blood glucose level. The customer reverted to insulin injections for diabetic mgmt.